Event description:
MFR received a report from a facility alleging that the screws which holds the cradle to the lift backed out while two aides were transferring an enduser, causing the pt to fall. X-rays were taken but no injury occurred, only discomfort.